Event description:
It was reported that the articulating arm on the 6800 sys is loose (arm swings). There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Tightened the arm assembly. The sys was tested and found to be working as intended and placed back into service.